Event description:
As reported by the facility per medwatch: piv found with the hub IV disconnected. Infant bleeding from site. Approx 4-6 mls of blood loss. Spun hct ordered. Results 38. Repeat spun hct at 2030. Additional info provided from (B) (4), risk manager at the facility, the b.braun item # 471957 disconnected from the male-female connection with another MFR's IV catheter, item # 92092-h. Add'l info also from (B) (4) indicated the infant suffered no adverse sequela associated with the reported incident. A lot number is not attainable since the set came from a stock part cart and was not documented at the time of the incident.

Manufacturer narrative:
The actual device in the incident was not returned to the MFR to be evaluated and a lot number was not reported. Without the sample and a lot number a thorough evaluation could not be performed. There have been no other reports of this nature against the reported part or the sub-assembled part. No specific conclusions can be drawn.